Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effects of ischemia and thrombosis are listed in the supera instructions for use as known patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that on (B)(6) 2015 the patient underwent a percutaneous intervention during which the supera stent was deployed in the heavily calcified, mildly tortuous, common femoral artery without any issues reported. There was no existing thrombus prior to placement of the stent. On (B)(6) 2016 the patient returned to the hospital with leg ischemia and angiography confirmed thrombosis in the supera stent. The thrombosis was treated with drug eluting balloon angioplasty successfully. The patient was well after the treatment. No additional information was provided.